Manufacturer narrative:
No analysis has been preformed at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the physicist noticed artifact present on the images after calibration. There was no patient present additional information noted that the artifact was from the dosimeter, it happens after every planned maintenance. The monthly rad, and fluoro gain calibrations usually clear this up. Its most visible when taking a shot with nothing in the imaging system because the kvp is so low.